Event description:
It was reported by a phone call from the customer, that while in the operating room, the md inserted the intra-aortic balloon (iab) via the femoral artery. During the insertion, the pump alarmed "helium loss alarm." The iab was removed and another iab was not inserted, because "it was the end of the case and another iab was not needed."

Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.